Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the clear medical adhesive was torn/separated from the gore covering at the proximal end of the spring electrode and the proximal spring was stretched at this point. Resistance and pressure test were used to test electrical performance and insulation integrity. All measurements were within normal limits. Visual observations: complete lead returned the clear ma torn/separated from the eptfe at proximal end of the spring electrode and the proximal spring stretched at this point.

Manufacturer narrative:
At this time, this lead has not been returned. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted due to an infection.